Event description:
Patient had photopheresis in 2009, at home was "dizzy" and did not feel well. Pt called and was told to come to the hospital the following day. He was in septic shock when he appeared in the day hospital the following day. Transferred to the ICU where he expired. He had a central line, which was cultured, the cultures are currently negative. He expired the same day after two full codes, and was on a ventilator at the time of his death in the ICU. Dates of use: 2009. Diagnosis or reason for use: chronic graft versus host disease. Medcomp apheresis catheter used for this procedure had been used since implant date: nineteen days prior to event. On numerous medications following transplant, including antivirals, antifungals, and bactrim on weekends; cyclosporine, prednisone. Medications used during photopheresis: heparin, acd-a, normal saline, tpa for clearing line.